Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to defibrillate a patient (age & gender unknown), the associated defibrillator failed to discharge using these electrodes. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The onestep complete electrodes were returned to zoll medical corporation. No clinical data was provided for review. Visual inspection of the pads found one pad adhered to the inside of the pads packaging and the other on the styrene liner. There was hair and skin presence on the pads and gel. The electrodes were able to obtain an ECG signal and CPR feedback and shock multiple times at various joule settings using a simulator. The electrodes were scrapped. Electrode labeling calls out the importance of good placement on the patient and provides instruction for proper electrode application technique. Analysis of reports of this type has not identified an increase in trend.